Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast surgery with implantation of a 225cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient stated she had a mammogram performed and was informed that she may have a deflated right breast implant. Subsequently, an ultrasound was conducted for confirmation. As a result, the patient will undergo removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast surgery with implantation of a 225cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient stated she had a mammogram performed and was informed that she may have a deflated right breast implant. Subsequently, an ultrasound was conducted for confirmation. As a result, the patient will undergo removal on (B)(6) 2022.

Manufacturer narrative:
On march 18, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on march 28, 2022. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a crease on the anterior view, additionally a tear was noted within the crease, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).